Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: - operation manual chapter 3 preparation and inspection shows how to detect the event. - reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Foreign debris was found protruding from the air/water nozzle. In addition to the reported in b5, the device evaluation found the following: the air channel had an evident blockage, the water channel had an evident blockage, the water flow was not to specification, the water removal was not to specification, the light cover glasses were scratched, the optical cover glass was stained, the optical cover glass adhesive was uneven, image alignment was out of alignment, the up/down/left/right angles had play, and the distal end cap was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope cannot go through the wash cycle, as there is a blockage in the channel. The issue was observed during maintenance. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.